Event description:
During attempted stent placement in the subclavian artery (right or left; unk), via an approach from the femoral artery, resistance was experienced during advancement of the prod through the sheath introducer. Upon withdrawal of the undeployed prod back through the sheath introducer, the stent dislodged inside the sheath introducer. Therefore, the sheath introducer was removed, successfully removing the stent from the pt. Another sheath introducer a smart control stent went used to successfully complete the procedure. The vessel was 100% stenosed. There was no report of pt injury. As per the reporting affiliate, no add'l pt or procedural info is available, including whether predilation was performed. The prod has been returned for eval and testing; however, the engineering eval has not been completed. Add'l info will be submitted within 30 days of receipt.

Manufacturer narrative:
This prod is distributed outside the united states, but is similar to us distributed stent delivery system.